Event description:
It was reported by a field service report that while on a patient the pump had a constant system error # 3 alarm. The pump was replaced with no reported patient complications. The field service engineer replaced the pump assembly and installed the latest revision pneumatic control switch assembly on the new pump assembly. The removed pump assembly will be sent to everett.

Manufacturer narrative:
Evaluation: the pump assembly was returned. Pump assembly was leak tested. The pump assembly passed the leak test indicating that the returned pump & pneumatic control system (pcs) were free of leaks. Pump assembly was connected to the indexer for evaluation. The pcs valves functioned normally. Pump was cycled to test its ability to run properly. While running, an abnormal noise was heard & motion testing was halted so that the pump could be physically examined. Disassembly of the pump found that the lead screw had become dislodged from its normal position. This would be detected by the system as a pump failure & reported to the user as a system error 3 alarm, which is consistent with the reported failure. Improper position of the lead screw would prevent the pump assembly motor from properly driving the bellows. Conclusion: the cause of the reported defect was an improperly positioned lead screw.